Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument was not returned and instead investigation will be done based on the supplied images. The images were reviewed and the complaint condition for broken was confirmed as the images show the distal end of the instrument broken off from the device. The complaint condition for embedded device could not be confirmed as the images only show the broken instrument. As the instruments was not returned, an as received, dimensional, material, or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient height reported as 5 feet 11 inches. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the insertion of the unknown ex tibial nail, a piece of the suprapatellar protection sleeve broke off. Fragments were generated. Additional intra-operative x-rays were taken however, due to the radiolucent material of the device, it was unable to be determined if the fragments had remained in the patient. There will be an additional computed tomography (CT) scan of the knee and may require additional surgery to remove the fragment if found. There was no surgical delay and the procedure was completed successfully; however, a piece of the device potentially remained in the patient. Concomitant devices reported: ex tibial nail (part/lot unknown, quantity 1) this report is for a protection sleeve. This is report 1 of 1 for (B)(4).